Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near display window corners and cracked reservoir tube lip. No numbers ramping up or scroll bar moving with no input noted.

Event description:
Customer's wife reported that the insulin pump's act button was not responding. Customer did not recall any significant events leading up to the error. Blood glucose level was 188 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.